Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 3 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that three attachment devices started heating up during use. The reporter indicated that the issue was resolved by changing the motor device which did not heat up when used together with the spare attachment device. There was a twenty minute delay in surgery as a result of changing and setting up for a spare device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device was found to be within the allowable temperature of 118°f (actual temperature recorded was 95°f). It was determined that the device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.